Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the bacteremia leading to pump exchange on (B)(6) 2023 was likely from the retained apical cuff and distal outflow graft that was left from the pump exchange on (B)(6) 2023.

Event description:
It was reported that the patient underwent a heartmate 3 to heartmate 3 pump exchange on (B)(6) 2023. It was later reported that the pump was exchanged due to bacteremia which re-occurred after about 6 weeks post pump exchange on (B)(6) 2023. The patient was stable and would be discharged home on (B)(6) 2023 after finishing intravenous antibiotics for newly found bacteremia. The newest onset of bacteremia was related to the patient chewing their dilaudid (hydromorphone) and injecting themselves via peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
Related MFR for previous pump exchange: 2916596-2023-00686. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.